Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition 3-4 electrodes were outside of the cochlea confirmed by CT scan. A full insertion was achieved at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that on (B)(6) 2018 the recipient heard some noise and then couldn't hear anymore with the device, within the same day. Before this the recipient had good access to sound. There was no trauma reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient heard some noise and then couldn't hear anymore with the device. There was no trauma reported. Per new information received, CT scan was performed and 3-4 electrodes are outside of the cochlea.